Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was bubbled/unattached dso seal. There was no patient involvement, and no reported patient harm.

Manufacturer narrative:
H3: one device was received for analysis. The service history review had no indication that the complaint was not related to service of the device within the last 12 months. Visual inspection found that the downstream occlusion (dso) seal needed to be replaced. The dso seal was replaced. Dso/ upstream occlusion (uso) sensors were calibrated. The device then passed all tests after the repairs.